Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital complaining of a shock from their implantable pulse generator (ipg). It was also noted that the his pacing lead exhibited high thresholds. Both the ipg and the his lead remain in use. No patient complications have been reported as a result of this event.